Manufacturer narrative:
Follow-up #1: date of submission 01/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: on examination, the keypad was noted to be torn over the up arrow button. On testing, the up arrow button had intermittent response. The down arrow, contrast, & ok buttons responded properly. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow and contrast buttons.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.